Event description:
Customer states: during use on a pt at hospital, a supplier confirmed the air leakage occurred. The customer states that extubation and reintubation of a replacement tube was required. Visual inspection of the removed tube did not confirm any damage to the cuff. Customer confirmed no pt harm and confirmed pre-test was done.

Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.